Event description:
It was reported that during the final tightening of the crosslink, the center nut sheared off. The crosslink was removed and a new crosslink was used to complete the procedure. No pt complications were reported.

Manufacturer narrative:
(B)(4): the crosslink was returned for evaluation. Microscopic examination of fracture surfaces revealed a fairly brittle fracture with no indication of fatigue. These findings, along with the reported event information indicating failure during tightening suggest intraoperative over-tightening as the potential mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.